Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) gave a fiber optic module failure message. The unit was swapped out with another to continue therapy. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The full name of the event site was shortened due to field character limit; the full name is (B)(6) medical center. Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. The fse reviewed the logs, and no fiber optic errors of any type were found. The only error recorded was a gas loss in iab circuit. The fse performed a fiber optic test which the unit passed and found nothing wrong with the unit at all. Pm was performed during the same service visit. Full calibration, functional, and safety checks were performed which passed to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.